Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right atrial lead was attempted due to placement difficulties, helix extension/retraction issues and low amplitude/poor morphology. This lead was replaced and a new lead was used. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was attempted due to placement dificulties, helix extension/retraction issues and low amplitude/poor morphology. This lead was replaced and a new lead was used. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead failed visual inspection as dried blood was noted in housing and neck region. Product investigation confirms that there was no reportable malfunction.